Event description:
During the patient call, the fully charged autopulse li-ion battery (B)(6) had a low run time (10-15 minutes) on the autopulse platform before being completely depleted. No further information was provided. The patient's status information was requested, but the customer did not provide a response. Per the reporter, before placing the battery on the platform, a battery was placed in the multi-chemistry battery charger (mcc). The charger showed a green led next to the symbol of the dripping fuel hose icon as "charging," and at the same time, the amber "?" (Test-cycle) led was lit up, indicating the mcc was in a conditioning test cycle. When the status button on the battery was pressed, the status leds on the battery illuminated a full charge. The battery was tested in another bay of the charger, with the same results.

Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. A supplemental report will be filed if and when the product is returned and the investigation has been completed. The customer has been advised to perform a battery calibration. Per the reporter, the battery completed the calibration cycle, the amber led on the charger turned off, and the green "fully charged" led was illuminated at the end of the charging cycle, confirming a successful charge. The date of event is unknown.